Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were hard to press. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer confirmed that the minute changes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.